Manufacturer narrative:
Device did not have a battery installed when received. Minor scratched display window, scratched case, pillowing keypad overlay, cracked retainer. Adhesive on the display window and adhesive on the keypad overlay. Test (B)(6) alkaline battery 1.589 volts. Using a test battery cap. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 20 mg/dl at the time of the incident. The customer was given glucose tablets and intravenous fluids to treat. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer has had issues with infusion sites and sets before, and believes they are partly to blame for the low. The insulin pump will not be returned for analysis.